Event description:
The facility reported an infusion pump with "the channel will not open". Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the customer reported condition of "channel will not open", was confirmed during evaluation. The reported condition was caused by corrosion in the pump head module keypad. The pump head keypad was replaced to fix the problem. The pump was returned to the customer fully operational.